Manufacturer narrative:
The power cord is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord was broken. There was no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.